Event description:
Customer claims that the alarm has no power when tested with new batteries. No visible damage to the case. There was no pt injury reported. Inspection of the returned product found that the alarm has intermittent power.

Manufacturer narrative:
Eval of the returned product found that the alarm has intermittent power. The battery door is missing. There is no visible damage to the alarm case. MFR references file # (B)(4).